Event description:
It was reported to philips that the device¿s ac power module is defective. No further details provided. There was no reported patient or user involvement and no adverse patient/user impact.